Manufacturer narrative:
Product complaint (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization for intracranial stenosis, an enterprise2 4mmx39mm intracranial stent (encr403912, 7660536) became impeded in proximal of stent and could not advance any more. The physician retracted the stent and found it was released in the prowler select plus 150/5cm microcatheter (606s255x, 30692924). The doctor removed the stent and microcatheter from the patient¿s body and switched to new devices to complete the surgery. The procedure was prolonged about 45 minutes. Additional information received indicated that the procedural delay did not was not clinically significant. They were not able to torque the device. There was no evidence of physical material within the device. Neither the enterprise or the prowler select become kinked or bent. There was no excessive force used at any time. One picture was attached to the complaint file in which the prowler select plus was noted coiled next to the involved enterprise. It was noted that the involved stent is detached inside the microcatheter's hub. However, no visible damages were noted in the device. A non-sterile prowler select plus 150/5cm microcatheter (606s255x, 30692924) was received contained in the decontamination pouch. Upon receipt of the device, visual inspection was performed, and the detached stent component was confirmed to be deployed in the microcatheter's hub as observed in the picture provided. No appearance of damage was observed on the microcatheter. The microcatheter was flushed with a laboratory sample syringe after careful removal of the stent component, however, strong resistance was encountered and water did not come out from the tip. After that, a 0.018-inches lab sample guide wire was inserted into the received microcatheter, and it got stuck at 68.5 cm from the proximal end. The guidewire was then inserted through the distal end, and it got stuck at 27.5 cm. The obstructed portion of the microcatheter was dissected, and it was found to be saturated with large amount of coagulum. A manufacturing record evaluation was performed for the finished device, and no non-conformances related to the reported complaint condition were identified. Although the functional test could not be performed with the enterprise system due to the deployment of the stent component, the guide wire was able to pass through the proximal aspect of the microcatheter, and no resistance or friction was felt. Additionally, no damages were found on the microcatheter that could have contributed to the issue encountered during the procedure. The location of the coagulum cannot be related to the inability to push the stent through the proximal end of the microcatheter. Other circumstances or problems may have occurred during the use of the device that could not be replicated during the analysis. Therefore, the customer complaint was not confirmed on the microcatheter. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since no product defect was identified, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) states the following: - when ready to infuse, withdraw the guidewire completely from the catheter. Connect a syringe containing infusate to the microcatheter hub and infuse according to the manufacturer¿s instructions and precautions. - warning: if flow through the catheter becomes restricted, do not attempt to clear the catheter lumen by infusion. Determine and remedy the cause of blockage or replace the blocked catheter with a new catheter before resuming infusion. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization for intracranial stenosis, an enterprise2 4mmx39mm intracranial stent (encr403912, 7660536) became impeded in proximal of stent and could not advance any more. The physician retracted the stent and found it was released in the prowler select plus 150/5cm microcatheter (606s255x, 30692924). The doctor removed the stent and microcatheter from the patient¿s body and switched to new devices to complete the surgery. The procedure was prolonged about 45 minutes. Additional information received indicated that the procedural delay did not was not clinically significant. They were not able to torque the device. There was no evidence of physical material within the device. Neither the enterprise or the prowler select become kinked or bent. There was no excessive force used at any time.

Manufacturer narrative:
Product complaint # (B)(4). Section e1. Initial reporter phone: (B)(6). The device was discarded, therefore, no further investigation can be performed. One picture was attached to the complaint file in which the prowler select plus was noted coiled next to the involved enterprise. It was noted that the involved stent is detached inside the microcatheter's hub. However, no visible damages were noted in the device. A manufacturing record evaluation was performed for the finished device, and no non-conformances related to the reported complaint condition were identified. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. The issue regarding a microcatheter being obstructed was not able to be confirmed since a functional analysis needs to be performed; even though the stent was noted to be deployed in the hub, no visible damages were noted that contributed to this. This investigation was performed based only on the photo provided. According to the information received, the device was discarded. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00522.